Event description:
It was reported that pump displayed malfunction alarm code 9, with no notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. Customer contacted technical support, who provided pump reset instructions and assisted customer with resetting pump, malfunction did not recur, customer was advised to continue using pump and to call back if any malfunction code appeared again.